Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was considering changing the current rechargeable implant to a primary cell battery. It was unknown what the patient was having difficulty with when charging as the implant was able to be charged without difficulty. It was clarified that the clinician programmer showed the implant was discharged and the representative was able to charge normally. Routine reprogramming was also done. The indication for use was spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was unable to get bars at the bottom of the ins recharger (insr) screen when trying to recharge. It was reported that the 0 of 8 coupling bars were black. The patient reported that they are on the ins recharger (insr) for 5 to 6 hours and that ¿it¿s burning [them]". The patient was still able to connect to the ins, but the ins was empty. The patient tried to move the insr but was still getting zero coupling bars. The patient was instructed not to charge if it was burning them and the patient had an appointment on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was replaced on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was replaced with a primary cell device. No further complications are anticipated.